Manufacturer narrative:
The product has not been returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and low amplitudes. The patient also reported feeling the pacing pulses. It was suspected that the lead had dislodged and a revision was performed where the rv lead was successfully repositioned. No additional adverse patient effects were reported. At a later date, the same observations were again noted with this rv lead and the physician suspected that it had dislodged again. Another revision was performed and the rv lead was explanted and successfully replaced no additional adverse patient effects were reported as result of the second dislodgement and procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and low amplitudes. The patient also reported feeling the pacing pulses. It was suspected that the lead had dislodged and a revision was performed where the rv lead was successfully repositioned. No additional adverse patient effects were reported. At a later date, the same observations were again being noted with this rv lead and the physician suspected that it had dislodged again. Another revision was performed and the rv lead was explanted and successfully replaced no additional adverse patient effects were reported as result of the second dislodgement and procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that set screw mark on terminal pin was at correct location. The lead was cut through in the insulation 30 centimeters from the terminal pin however, no irregularities were noted at the lead tip. Laboratory testing was unable to reproduce the reported clinical observations.